Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy procedure. The stapling device was being used to break off the leaf split / bronchus. There was a problem loading the device, cannot load the staple cartridge. Two new reloads were used, however, the stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, replaced with a new stapling handle and reload. The patient's medical history is lung cancer and has undergone chemotherapy or radiation treatments. There was no patient harm. The patient status is alive, no injury.